Manufacturer narrative:
The investigation determined that the "film" on top of the sample caused the discrepant results. Between the intial run and the repeat run the "film" was detected and removed. The "film" can influence the correct aspiration and dispensing of the sample, especially tests using a smaller sample volume as occurred in this event. Since the "film" is fluid, the clot detection feature of the instrument will not detect it as such. The instrument is running within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned 4-5 low results for patient samples on a cobas 6000 c (501) module "recently." The date of event was not provided. The date of event is an approximation. The customer provided examples of erroneous results for 1 patient sample tested for albumin, calcium and creatinine. The erroneous results were not reported outside of the laboratory. (B)(6). There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. Between the initial run and the repeat tests, laboratory personnel noticed a "film" on top of the sample. The film was removed and repeat testing was completed. The repeat tests were considered to be correct based on the patient¿s clinical picture and were reported outside of the laboratory. The customer is wondering why the instrument did not produce a clot alarm due to the "film" on the sample. The investigation believes the "film" on the sample was oil and not a clot. This oil can be remaining silicon oil from the injection needle or oil from the separator material caused by incorrect sample tube handling such as a centrifuge speed that is too fast or incorrect storage conditions. In these situations, the gel becomes separated into its different components. The field service engineer (fse) visited the customer site and carried out preventive maintenance on (B)(6) 2017. The gear pump head was replaced. The fse also replaced the reagent probes. Since the fse visit, the customer has now noticed that the results for the 3 assays mentioned are consistently low on this c501 module compared to a 2nd c501 module in their laboratory. The customer repeated all patient samples from the evening of (B)(6) 2017. The results on this c501 module are consistently low and the results on the 2nd c501 module are correct and correspond to the patient¿s clinical picture. No actual results have been provided. Investigations are ongoing.